Event description:
A patient with a status of post coronary artery bypass surgery, underwent a single-chamber ICD implantation for sustained ventricular tachycardia. The patient had subsequently 2 generator replacements. On a recent interrogation in the clinic, the battery was at elective replacement indicator (eri) with a charge time of 21 seconds, and the patient also heard a beeping noise from the device.